Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. Review of the download data does not indicate any device malfunction that would cause or contribute to the patient's death. Device manufacture date monitor: 02/29/2016, belt: 10/02/2015.

Event description:
A us distributor contacted zoll to report that a french patient passed away in his home while wearing the lifevest. No further information is available surrounding the event. Review of the download data indicates that the lifevest delivered 12 total treatment shocks. Nine shocks were delivered appropriately in response to ventricular fibrillation. The post-shock rhythm after shocks 1 and 6 was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The rhythms after shocks 2-5 and 8 through 9 were generally converted briefly to a slower rhythm then degraded to ventricular fibrillation. The 7th shock was delivered during bradycardia. The patient's rhythm after the 10th shock was a brief conversion with recurrent vf which degraded to asystole. The final two shocks were delivered during asystole. Asystole is considered a non-life sustaining rhythm.